Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced shocked and device turns off when patient is having activity. Patient device has been adjusted three times. Boston scientific technical services (ts) referred patient to physician. This device remains in service. No adverse patient effects were reported.